Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. Subsequently, the customer went to the ER and was hospitalized with an elevated blood glucose (bg) of 430 mg/dl and a high ketone level. In an attempt to treat the elevated bg the customer administered a manual injection of insulin. The customer was treated with intravenous fluids of insulin and saline. The customer was released (B)(6) 2025 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.